Manufacturer narrative:
(B)(4). The device was inspected onsite by a representative of the manufacturer's sales and service unit subsidiary division, not a direct employee of the manufacturer. Additional info will be provided following the conclusion of the manufacturer's investigation.

Event description:
(B)(4).